Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas device sustained accidental damage when it was dropped, resulting in a cracked screen; the device was reportedly not used afterward and a replacement was issued with instructions for data sync, shutdown, and return of the damaged unit. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no need for medical care. Investigation included review of the reported damage and collection of use history through customer interviews and follow-up communications. Investigation of this case revealed a mechanical damage issue to the user interface/display consistent with accidental impact; no functional alarms or performance issues were reported, and the device was not available for evaluation. It was concluded, based on previously established findings for similar reports, that the cause was user-induced damage due to accidental dropping.